Event description:
Reportely, the subject device was programmed in vvi mode, 80 min-1. The automatic detection of implantation feature was deactivated. The lead polarities were manually set to bipolar. Once implanted, a pacing rate at 70 min-1 was observed on the ECG. 20 minutes after the implantation, the pacing system worked at 80 min-1. Although the physician thought the rest rate was deactivated, it turned out it was programmed. During the follow up performed on (B)(6) 2019, the pacing rate was set at 70 bpm and proper pacing operation was observed.

Manufacturer narrative:
D3 (email address) corrected f14 (email address) corrected g1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was programmed in vvi mode, 80 min-1. The automatic detection of implantation feature was deactivated. The lead polarities were manually set to bipolar. Once implanted, a pacing rate at 70 min-1 was observed on the ECG. 20 minutes after the implantation, the pacing system worked at 80 min-1. Although the physician thought the rest rate was deactivated, it turned out it was programmed. During the follow up performed on (B)(6) 2019, the pacing rate was set at 70 bpm and proper pacing operation was observed.